Event description:
The patient felt shocking while bending back. The patient felt no stimulation on the left side, but did feel stimulation at the right body side. Approximately 1 month later, the implantable neurostimulator was interrogated by the field representative. The 'call your doctor' icon was noted. When the stimulation amplitude was increased an out of regulation message was noted. Impedances were greater than 10,000 ohms on electrodes 0-7. Impedances were within normal limits on electrode 8-15. The patient felt shocking while changing positions during the impedance check. The patient was a swimmer. The hcp planned to do an x-ray to check for potential fracture. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). Reasons for late MDR due to implementation of process improvement.